Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a woman (80-year-old) underwent first implantation in 2020. The patient underwent a trapezium graft and cup replacement on (B)(6) 2025. On (B)(6) 2025, she came back for cup migration, resolved by trapeziectomy on (B)(6) 2025.